Event description:
The pt met all inclusion/exclusion criteria for placement of the endovascular graft. Graft was placed in the recommended manner. When viewing the aneurysm on CT there appeared to be alot of hard thrombus. When attempting to cannulate the contralateral limb, the graft appeared to migrate distally approximately two inches. The graft was returned to the proper location, right below the renal arteries, and appeared to be positioned well. The contralateral iliac leg graft was deployed with a one and a half stent overlap, and the ipsilateral iliac leg graft was deployed with a two to three stent overlap. After the entire modular system was deployed, the post angiogram noted that many of the accessory vessels were being visible, indicating that there was not a good seal between the vessel wall and the graft. There appeared to be an early filling endoleak. However, the endoleak was very definitive and there was no clear visible cause. The entire graft was re-ballooned, with post angiogram viewing the appearance of the vessels only slightly improved. There appeared to be a patent type ii endoleak, but may have been a proximal type I endoleak. The type of endoleak could not easily be discerned. Another manufacturer's stent was placed to further secure the proximal sealing stent. All areas were again ballooned. The visible endoleak had only minimally diminished. Physician decided to conclude the procedure and monitor the pt due to act level. No further intervention was attempted.